Event description:
The "rapid gas loss" alarm sounded from the pump and blood was noted in the tubing. The following was reported to datascope on 8/30/2000: the pt expired on 8/10/2000. The pt had been weaning from iabp and was not expected to survive. It was reported on 8/30/2000 that the pt expired as a result of the event on 8/10/2000. Event complications: unknown - reported 8/18/2000; pt expired 8/10-rpt'd 8/30/2000. Pt's current status: unk-rpt'd 8/18/2000; expired 8/10/2000.